Event description:
Customer reportedly felt the output of their vaporizer was lower than expected. There was no reported pt injury. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested and the output was found to be high to MFR's specs. Upon further investigation, it was ntoed that the rotary valve and valve plate had evidence of scratching. It appears the scratching was caused during assembly process. The assembler has been instructed on the importance of following the process instructions and proper handling of the valves.